Manufacturer narrative:
This is a reportable; malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when investigation is complete.

Event description:
Allegedly, t-handle has broken threads.